Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported to customer service (cs) that a fluid leak occurred during a patient¿s peritoneal dialysis (pd) treatment. The rn stated the safe lock apd luer lock connector disconnected from the patient¿s last bag, a baxter solution bag, during dwell 1 of their treatment. The patient reported hearing fluid running (or leaking) onto the floor. The patient discontinued their treatment and did not re-setup with new supplies. The rn stated the patient did not complete treatment. It was confirmed the patient was trained to perform manual pd therapy, as well as stat drains if needed. The rn was not aware of any machine alarms occurring during the event. It was confirmed that the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Upon follow up with the pd patient, it was reported that it ¿looked like an o-ring was missing¿ from the end of the device. The patient discarded the actual complaint device; however, they stated companion samples were available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: twenty-one companion samples were returned to the manufacturing plant for physical evaluation. The samples were returned in their original packaging. During the gross visual examination of the returned samples, no irregularities were identified. The dimensions of the samples were closely inspected and found to be within an acceptable tolerance range. Functional testing was then performed. One of the apd luer-lock adapters was connected to a solution bag and used in a simulated treatment. During the simulated use test, no leaks were observed and no disconnection of the apd adapter was noticed. The simulated treatment was completed successfully without complications. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The apd adapter performed as designed and an associated cause could not be determined.